Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that damage issue with evidence of charring was observed on the transmitter due to a storm. The prongs were removed and damage was observed on the right prong and power was not available. No further information available.